Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for investigation. Present were two pieces of the lens. Some parts of the lens were missing. The lens was cut most probably to make explant possible. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intraocular lens because of the presence of rings on the optic surface. Further analysis on the lens was not possible due to the fact that the lens was damaged. A review of the manufacturing records was performed. Based on the manufacturing record review and historical review no non-conformances were found. The lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye in a secondary procedure due to the patient complaining of poor vision post-operatively that was significantly interfering with activities of daily life. In addition, it was stated that an incorrect iol power lens had been inserted. The implanted iol post-op refraction was -4.50 and was calculated using the iol master 500, and a different measurement was observed after surgery. The lens was explanted and a new lens was implanted after recalculation, possibly a zmb lens, and the patient was doing well and had 20/30 vision with the new iol. No further information has been provided.